Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found to be in good condition with no physical damaged. Event history log review was performed and found no primary audible alarm post error also multiple system advisory maintenance recommended alarm. Investigation reset the pm date to disable the maintenance recommended alarm and performed power up process to verify customer reported problem. Investigation, unable to duplicate the primary audible alarm post error at power up and unable to determine the intermittent of the error. According to the investigation, the pump j9 connector was fully reseated and re-glued using all three mating surfaces on both sides of the j9 connection. Investigation performed pm maintenance and all functional testing passed. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench-testing of this smiths medical medfusion 4000 pump, the pump exhibited primary audible alarm issue even after reseating/gluing the j9 connector. No patient involvement reported.